Event description:
Report received from abbott international affiliate (abbott canada) which states: "problems with butterfly on insertion. The blood flashback continues from the hub of the butterfly to the end of the tubing, due to the end cap not being tightened. Staff was contaminated with leaking blood from butterfly. The oral surgeon was not wearing gloves. The nurse stated that this problem has been occurring for 2 weeks to 1 month, resulting in staff getting contaminated with leaking blood from the butterfly. Now they tighten all the butterfly caps before insertion which has eliminated this tissue, however it was stated they did not have to do this extra step of tightening previously." Additional information was requested, but no further information was available. No reported adverse patient or staff CT.